Event description:
It was reported that a water leak was found when the catheter deflated. .

Manufacturer narrative:
The reported event wass confirmed. A lubricath irrigation foley was returned. A clear tube was found in the irrigation funnel and apparent dried residue was on the upper edge of the irrigation funnel. The balloon was found to be burst . A potential root cause could be due to a "high modulus latex". Based on the event the device appeared to be used for treatment. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that a water leak was found when the catheter deflated. Per email received from the investigator on (B)(6) 2019, the visual inspection noted the balloon appeared burst. Further inspection noted the balloon to have no missing pieces.